Event description:
Patient is on wait list for revision surgery for left hip replacement due to pain which has been getting progressively worse. Update: a review of the provided medical records by a clinical consultant showed that there was an allegation of altr with abnormal ion levels. These failure modes were not confirmed given the available information.

Manufacturer narrative:
Additional information: executive summary; an event regarding altr and abnormal ion levels involving a metal head was reported. The event was not confirmed. Method & results: -device evaluation and results: not performed as the device remains implanted. -medical records received and evaluation: a review of the provided medical notes by a clinical consultant noted the following; [...] The left hip was replaced on (B)(6) 2011,[...] There was initially mild groin pain on the left side, slowly progressive however over the years until really disabling in 2015 when additional investigations were performed including ultrasound and MRI that showed some mild fluid collections around the left hip but no indications for pseudotumor or other pathology. Systemic cobalt was however mildly elevated with 50-nmol/l.[...] [...] MRI and CT-scan in (B)(6) 2017. New findings on MRI did confirm a soft tissue mass around the left hip was developing while systemic cobalt was still somewhat elevated. [...] [...] Given this clinical diagnostic entity not responding to appropriate treatment does clearly suggest that an arthroplasty problem is present contributing to overload with secondary effects upon the taper section of the accolade stem causing the elevated cobalt ions plus the alval/pseudotumor suspicion on MRI. Quite likely this is related to cup malposition or similar unless proof of contrary by x-ray information. Due to absence of xrays this important differentiation cannot be made and thus no clear diagnosis can be established with the current medical records information. X-rays are dearly required to solve this case. Once revision surgery was been performed, currently in the planning phase, additional information can also be expected to help solve this case. -device history review: review indicated all devices were manufactured and accepted into final stock with no relevant reported discrepancies. -complaint history review: review indicated there have been no other similar events for the reported lot. Conclusions: the subject device has been identified to be within scope of a nc and a CAPA. Lot specific voluntary recall ra 2016-028 was initiated for the lfit v40 cocr heads within scope. The investigation revealed that only specific catalog numbers and specific lots are impacted by the regulatory action and that the affected lots were manufactured on or before march 4, 2011. The root cause analyses identified a process related anomaly as to the affected sizes and lots. The affected product has all been implanted and/or expired. No further investigation is required. If further information becomes available and/ or the product is returned, this investigation will be re-opened. Product surveillance will continue to monitor for trends. Corrective/preventive action: nc was initiated on 27-january-2016 due to the occurrence rate for taper lock failure in the risk management files for specific lots of lfit v40 cocr heads. Voluntary product recall ra 2016-028 was issued.

Manufacturer narrative:
Additional information: event details updated an event regarding altr and abnormal ion levels and trunnionosis/ corrosion involving a lfit v40 cocr head that was mated with an accolade stem. The event was not confirmed. Method & results: -device evaluation and results: not performed as the device remains implanted. -medical records received and evaluation: a review of the provided medical records by a clinical consultant revealed: "no x-rays, CT or mr images are available for review. There is no confirmation of a recalled component as alluded to and no listing of the components in the right hip. Moderate stable elevated serum cobalt in patient with two total hip arthroplasties is not necessarily pathologic. This entire clinical picture could relate to iliopsoas tendinitis, possibly related to acetabular component positioning, with later CT and MRI findings consistent with a release and retracted iliopsoas muscle and scarring of the tenon from both the release and previous injections. There is no confirming evidence that factors of prosthetic corrosion are the cause of this clinical situation. If additional information is received, this report will be updated." -device history review: review indicated all devices were manufactured and accepted into final stock with no relevant reported discrepancies. -complaint history review: review indicated there have been no other similar events for the reported lot. Conclusions: a review of the provided medical records by a clinical consultant revealed that "no x-rays, CT or mr images are available for review. There is no confirmation of a recalled component as alluded to and no listing of the components in the right hip. Moderate stable elevated serum cobalt in patient with two total hip arthroplasties is not necessarily pathologic. This entire clinical picture could relate to iliopsoas tendinitis, possibly related to acetabular component positioning, with later CT and MRI findings consistent with a release and retracted iliopsoas muscle and scarring of the tenon from both the release and previous injections. There is no confirming evidence that factors of prosthetic corrosion are the cause of this clinical situation. " the subject device has been identified to be within scope of nc and CAPA. Lot specific voluntary recall ra 2016-028 was initiated for the lfit v40 cocr heads within scope of nc and CAPA. See CAPA for further information. No further investigation is required. If further information becomes available and/ or the product is returned, this investigation will be re-opened.

Event description:
Patient is on wait list for revision surgery for left hip replacement due to pain which has been getting progressively worse patient history: primary right total hip replacement at (B)(6) hospital by dr was on (B)(6) 2009 left hip replacement at (B)(6) hospital on (B)(6) 2011 with dr as surgeon. Update 11 dec 2017: a review of the provided medical records by a clinical consultant showed that there was an allegation of altr with abnormal ion levels. These failure modes were not confirmed given the available information. Update on (B)(6) 2019 by qs: based on the review of the provided medical records: "on an (B)(6) 2016 consultation it was noted, "painful left hip. Diagnosis: iliopsoas tendonitis, plus or minus trunnionosis. Plan: iliopsoas arthroscopic release. Summary: consistent with iliopsoas tendinitis and he has had good response from aspirations and injections in the past. There may however be a degree of metallosis secondary to corrosion at the trunnion producing his bursal effusion." The failure mode was not confirmed given the available information.

Manufacturer narrative:
It is noted the device is not available for evaluation as it remains implanted. Additional information has been requested and if received will be provided in a supplemental report. Review of the device history records indicate the devices were manufactured and accepted into final stock with no reported discrepancies. There has been one other event for the lot referenced. Lot specific voluntary recall ra 2016-028 was initiated for the lfit v40 cocr heads within scope of a CAPA. The investigation revealed that only specific catalog numbers and specific lots are impacted by the regulatory action and that the affected lots were manufactured on or before march 4, 2011. The root cause analysis identified a process related anomaly as to the affected sizes and lots. The affected product has all been implanted and/or expired.

Event description:
Patient is on wait list for revision surgery for left hip replacement due to pain which has been getting progressively worse.